Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/30/2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be determined. A root cause could not be determined.